Manufacturer narrative:
Please note that section has been updated as additional information regarding date of event has been provided. It was reported to the arjo representative that there was the incident with the involvement of marisa passive floor lift and passive clip sling. It was stated that during patient (female) transfer from the wheelchair to the bed one of the shoulder clips detached from the lift spreader bar. As the consequence of the event patient fell of the sling. It was stated that 3 days after the fall patient passed away but despite arjo best efforts, we have not manage to establish either cause of death nor detailed circumstances around the reported complaint. It was not confirmed whether death was direct result of the event. After the incident there was an evaluation made by arjo technician. Visual inspection of the lift revealed that it was in a good condition. No mechanical failure has been found. The sling in question was found to be in general good condition with an old grey worn clips and unreadable label. Based on provided pictures of clips we can state that the sling was manufactured in october 2001. Therefore, it was over 18 years in use. Police investigation was also initiated to establish root cause of the event. As the consequence, claimed devices were not available for the re-evaluation. What is more, the results of this external investigation were not provided. Last training for the facility staff was most probably conducted when the arjo device was delivered to the customer on october 2001, so about 18 years ago. Passive sling IFU (max81785m-int issue 5, nov-2011) provides patients with warnings: "the operational life of the sling is dependent on the actual use conditions. Therefore, before use, always make sure that the sling straps do not show signs of fraying, tearing or other damage and that there is no damage (i.e cracking, bending, breaking) to the attachment clips. If any such damage is observed, do not use the sling. If you have any doubts about sling safety, as a precaution and to ensure safety, do not use the sling". Based on the instruction for use provided with each arjo sling, in case of any doubts about sling safety and there are visible signs of fraying, tearing and damage ( like cracking, bending, breaking), it should not be used. Please note, that there are also some crucial information and pictures provided regarding correct attachment and detachment of the sling clips: "use the sling according to both the lift and sling operating and product care instructions." "Arjohuntleigh clip slings must be only used by appropriately trained caregivers with adequate knowledge of the care environment, its common practices and procedures and in accordance with the guidelines in these instructions." "Always check that the sling attachment clips are fully in position before and during the commencement of the lifting cycle, and in tension as the resident's weight is gradually taken up. Always check that the clip is mounted on the attachment lugs in its most downward position." All gathered information lead us to the conclusion that there was an use error that caused the event.it can be concluded that due to the worn of the grey sling clips and label which was no longer readable, sling in question should have been withdrawn from use and replaced with new one. It is also facility responsibility to provide patients with adequately trained caregivers with best knowledge of arjo instructions for use and guidelines. Please note, that if caregivers follow all recommendations and procedures provided in instructions for use and the sling is inspected before every use, the risk of serious injuries and hazard situations is low. 18 years old accessory has been used with the patient and despite visible signs of wear was used for patient transfer. It is caregiver responsibility to check the device before and after every use with patient so the most probable factor which contribute to the event was caregiver not adhering to the instruction for use. To conclude, the system - clip sling and floor lift was used for the patient's care and in that way contributed to the alleged event. No defect has been found within the lift that could cause or contribute to the event however, the misused of the grey clip attachment occurred and from that perspective, the system did not meet the manufacturer's specification. The complaint was decided to be reportable due to the allegation of patient death.

Manufacturer narrative:
(B)(4). Additional information will be provided following the conclusion of the investigation.

Event description:
It was reported to the arjo representative that there was the incident with the involvement of marisa passive floor lift and passive clip sling. It was reported that during patient transfer from the wheelchair one of the shoulder clips detached from the lift spreader bar causing patient to fall. It was stated that patient passed away but so far it was not possible to define whether the death was a result of patient fall.

Manufacturer narrative:
This is a correction for the initial report sent on 04-09-2019.

Manufacturer narrative:
Collecting information ongoing. Additional information will be provided following the conclusion of the investigation.

Manufacturer narrative:
This is a follow-up report for the one initially sent on 2019-apr-09. Please note that section has been updated: this report is being filed under exemption e2012070 by the manufacturer arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652).